Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient was having chest pain. The right ventricular (rv) lead had perforated the pericardium. The rv lead also had high capture, no capture at 6.0v at 1.50 ms, and had low r-waves. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.